Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 2.58v after 11 months of service. The charge time was 8.2 seconds. The physician requested an evaluation of the device's longevity. It was also reported that the left ventricular (lv) output was programmed to 5v @ 1.0ms. Programming parameters were sent to engineering for a longevity calculation. The device's parameter settings and history data were inputted into the longevity calculator. The calculations indicate that this device is depleting prematurely. An estimation of when the device may declare elective replacement indicator (eri) battery status indicates that this is expected to occur within one year from now. The cause of the premature depletion cannot be determined from a review of the device's memory.